Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation and before use in the patient, after negative was pulled, the tech went to loop the mini trek device, and the hypotube broke into two pieces. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.